Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a prostyle device after a transcatheter aortic valve implantation interventional procedure using a 6f sheath. Reportedly, when attempting to withdraw the prostyle device, the foot could not retract and the device remained stuck in the patient. The patient underwent surgical exposure [cut-down] for the removal of the device. Surgical exposure [surgical suturing] was used to achieve hemostasis. There was report of a clinically significant delay and hospitalization of the patient was prolonged for about 10 days. No additional information was provided

Event description:
The returned device analysis revealed that a guide break occurred. Follow-up with the account confirmed that the guide break was not noticed during the procedure and no tissue damage was noted. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The foot retraction issue could not be tested/ confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.